Event description:
During case, bravo capsule deployed but did not adhere to patient's esophagus. Upon checking placement with gastroscope capsules found with pins out and near patient's vocal cords. Reason for use: gerd.